Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) patient experienced two (2) internal blood leaks during hemodialysis therapy with two (2) revaclear 300 dialyzers. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed blood inside the upper header in the area of the gasket as well as the housing outside of the fiber bundle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified in one of the two devices reported to be associated with the leakage events. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.